Manufacturer narrative:
Concomitant medical products: product ID: 3587a, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) 2017-jul-21. The hcp stated that per the patient the lead dislodged shortly after the last surgery. The patient is no longer seeing this hcp. No further complications were reported/are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that the patient¿s device was not working. A manufacturer representative was requested to come and help the patient. The indication for use was complex regional pain syndrome type I. No patient symptoms reported.